Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been out of the country for 4 months, and they didn't think the therapy was working properly. The patient said they couldn't seem to connect to their implant and kept getting devices that were not responding. During the call, the patient repositioned the communicator and was able to successfully connect to the implant. The patient also mentioned that they were feeling a buzzing sensation in their vaginal area and said it was annoying and has gotten worse since the implant  but doesn't hurt. The patient also said that sometimes when they would go through metal detectors while abroad, they would turn off. Reviewed stimulation information and general programming guidance. The patient will continue to track symptoms. Redirect to the doctor if the issue persists.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.